Event description:
It has been reported to philips that the azurion device would not complete the boot up sequence. The device would not shut down via the control panel, so the mains was switched off and back on which resolved the issue. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the log file confirmed that the reported problem was caused by a malfunctioning x-ray pc. The fse replaced the x-ray pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.